Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported partial clip movement appears to be related to patient condition. The tissue injury and mitral regurgitation (mr) appear to be related to the partial clip movement. The dyspnea was a cascading effect of the mr. Tissue injury, mr and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report medical intervention, prolonged hospitalization, tissue damage, and increasing mitral regurgitation. It was reported that a mitraclip procedure was performed on (B)(6) 2021 to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to 1. Then on (B)(6) 2021, the patient returned for 30-day follow up revealed with shortness of breath. Imaging showed the clip was attached to both leaflets; however, a section of the posterior leaflet either came out or tore and a small flail was seen on the lateral section of posterior leaflet. The mr had worsened to grade 4 and the patient was re-admitted to undergo a second mitraclip procedure. On (B)(6) 2021 one additional clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.